Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula crimped events on (B)(6) 2024 the event occurred after three or more hours of insertion. The insertion site was abdomen, thigh, and upper buttocks. The infusion set was in use for around 8 hours. The blood glucose level was displayed high, and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.